Manufacturer narrative:
(B)(4).

Event description:
During follow-up exit block and high threshold were noted. Lead damage was observed during revision. The patient is in good condition following procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Atrial oversensing was noted. The lead was capped and replaced. The patient is in stable condition. No exitblock was noted.